Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('right side of abdomen pain') in an adult female patient who had essure (batch no. A36525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, anxiety, depression and breast tenderness. Concurrent conditions included high grade squamous intraepithelial lesion. Concomitant products included bupropion hydrochloride (wellbutrin). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), mood altered ("hormonal changes describe: moody"), nausea ("nausea"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and loss of libido ("no sex drive") and was found to have weight increased ("weight gain"). The patient was treated with surgery (sceduled hysterectomy (full) in (B)(6) 2020). Essure treatment was not changed. At the time of the report, the abdominal pain, dyspareunia, female sexual dysfunction, psychological trauma, fatigue, alopecia, mood altered, nausea, weight increased, headache, vaginal haemorrhage, menorrhagia, migraine and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, mood altered, nausea, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per ppf: 01jan2010 (discrepancy). She had not undergone essure removal. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received. Event added: no sex drive. Concomitant drugs, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.